Event description:
(B)(4) 2013 - rbs -the dealer reported that the (B)(4) stationary concentrator had oil spilled on, there was no screws attaching the cover to the unit, and when it was logged on, it would trigger the reset switch. There was no patient injury reported.